Manufacturer narrative:
Further information was requested but not received. UDI not available as the product information was not provided.

Event description:
It was reported that the patient was monitored remotely via merlin.net, and transmissions showed the pacemaker had entered back-up vvi mode. The patient subsequently presented for a clinic follow-up. The pacemaker could not be interrogated via inductive telemetry and exhibited failure to capture and inability to be programmed. Restoration attempts were unsuccessful, and the patient¿s heart rate decreased to the 30s. The patient was admitted to the hospital for monitoring. The pacemaker was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-07950, the same issue was reported as 2017865-2026-07803.